Event description:
It was reported that cadd-legacy plus pump.occlusion alarm sounded on and off during the use. No patient or clinician injury.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damaged. A review of the event history log (ehl) identified high pressure alarms. During the functional testing was unable to duplicate the reported issue. The root cause of the issue was unable to be determined. As a preventative, the downstream sensor was replaced.